Event description:
It was reported that during a meniscal repair procedure, the meniscal deployment gun and the omnispan meniscal repair 27deg devices were being used when it would not fire and had shaft breakage. Another devices was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: ¿ the product has not returned to j&j medtech orthopaedics, however a photo was provided for evaluation. ¿ visual inspection of the returned photo found the omnispan meniscal repair needle detached from the meniscal deployment gun with both plates undeployed and still in its original possition. No broken condition could be observed. No other anomaly could be found. The overall complaint was confirmed as the observed condition of the omnispan meniscal repair 27deg would have contributed to the complained device issue. ¿ based on the investigation findings, the potential cause is traced to the procedural variables, such handling of the device or product interaction during procedure, it is possible that the trigger might have not fully been pressed until a click sound was heard which could cause the reported failure. As per the instructions for use, it is necessary to use a calibrated probe, measure the width of the meniscal tissue to be repaired and set the adjustable depth. Also, it is important to fully squeeze the deployment lever (dark grey) while maintaining depth positioning to deliver the first implant. There may be a slight pushback on the deployment gun while the implant goes through the tissue. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: there was no non-conformance regarding this lot.